Manufacturer narrative:
Although the treating clinic had no opinion as to the cause of their patient's syncope and anesthesia delivered is believed to have been within the recommended volume, local anesthesia toxicity is a possible cause.

Event description:
Clinic mentioned a case "last year" where a patient had fainted after receiving the miradry procedure. Additional information was requested, but no further details were provided or expected.